Event description:
Patient realized breast implant seemed smaller. Previously, the implant had been placed ten years ago. The patient returned to the or and implant was removed. A small hole in the implant was noted. The implant was examined by md and taken to decontamination.what was the original intended procedure?breast implant.